Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was reposition. Additional information received indicated that this right ventricular (rv) lead had moved after the patient left from hospital. This right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.